Manufacturer narrative:
The insulin pump was received with no escape and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. The pump was received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose and a button error on the insulin pump. The customer's blood glucose was 42 mg/dl. The customer treated the low blood glucose with juice. The customer stated that he tried to do a full set change at the reservoir setup, and the act button no longer works. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.